Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Insulin delivery was resumed to address the event. At the time of report, the infusion set was changed and contact declined troubleshooting. Blood glucose was 413 mg/dl.